Event description:
Additional information received noted an intervention of other surgical treatment, specified as incision, drainage, and revision of wound, left superior dbs electrode site (B)(6)-2012. Patient outcome was noted as resolved without sequelae with a resolved date: (B)(6)-2012.

Event description:
It was reported that the patient experienced breakdown over left scalp with purulent discharge. Skin breakdown was noted. No actions taken. This was noted as an ongoing event. Related to device or therapy: possibly related. Related to implant procedure: possibly related.

Manufacturer narrative:
Product ID 37642 lot#, serial# (B)(4): implanted: explanted: product typ programmer, patient product ID 37085-60 lot#, serial# (B)(4) implanted: 2011 (B)(6), explanted: product typ extension product ID 37085-60 lot#, serial# (B)(4), implanted: 2011 (B)(4), explanted: product typ extension product ID 3389s-40 lot#, (B)(4) serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID 3389s-40 lot#, (B)(4) serial# implanted: 2011 (B)(6), explanted: product typ lead. (B)(4).